Event description:
I have had a medtronic spinal stimulator for pain control since 2002. After the most recent replacement surgery (B)(6) 2017, sometimes in september, my pain management dr summoned medtronic to her office to adjust the device, because it was not, and still is not functioning properly, and needed an adjustment. It causes severe knee pain, and does not help my back pain. Medtronic refused to come. I received a phone call telling me if I would come to the surgeon's office, she would adjust it, but she could not come to (B)(6). I was not yet able to make the appt with the surgeon, because it is a workers comp insurance case, and there are very strict policies, besides, my pain level would not allow me to travel that distance. Finally, after 8 months of this thing not functioning properly, and the people who are supposed to maintain it refusing. I was able to make the appt, and the excruciating painful 100 miles trip to (B)(6). Medtronic met me there, adjusted the device, only making it worse, now it is worthless. It is impossible to contact medtronic, anything but their call center, who will tell you they are only a call center, who dispatches the local people. I did receive a letter from medtronic, but it was only a survey to help them, nothing at all to help me. Medtronic and its local reps have been failing miserably to provide the benefits this device is supposed to give, and I need help. My health has gone downhill severely due to this, and medtronic does not care.